Manufacturer narrative:
(B)(4). The customer reportedly replaced the battery to resolve this issue.

Event description:
Covidien received information stating that a 'device alert' alarm occurred within 21 minutes with default settings. Charging the battery did not resolve this issue. The device was not in use on a patient when this event occurred.